Event description:
It was reported that the patient presented to the hospital for a normal pulse generator change. Upon examination, it was noted that the right atrial (ra) lead exhibited intermittent undersensing. No intervention was performed for the ra lead and the physician will continue to monitor. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).